Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of the report with tandem technical support the customer¿s had not treated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.